Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the ICU for heart failure and fluid build up that caused an episode on the surface EKG where the heart rate dropped to 30 beats per minute. The device was reprogrammed and was placed on diuretics to address the fluid build up. No additional information was available at this time.